Event description:
Error code 8474, reset occurred due to low battery, occurred. The patient had a regular refill on (B)(6) 2013, at that time the estimated replacement interval (eri) was 11 months. Patient left managing healthcare provider's (hcp) office and therapy continued as normal. On the evening of the day after the refill, the patient started to feel like she was getting the flu, throat felt irritated and swollen, "everything smelled really weird," she was coughing which would make her gag and throw up and had chills, pain, cloudy thinking, fatigue, nausea, trembling and hypersensitivity to stimuli. It was noted that the patient checked her temperature and she didn't have a fever but that she was "really sick." The patient had a return of symptoms and attempted to giver herself a bolus with her patient programmer and saw error code 8474 which was a critical error code, patient did not hear any alarms. The patient was seen in clinic 3 days after the refill stating that she felt like she was in withdrawal. Device logs were read that day, log reflected that the pump reset due to low battery and went into safe mode. The patient was scheduled for pump replacement and given intramuscular injection of fentanyl and a prescription for oral morphine sulfate patient status after replacement was "doing well." The device system was used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: patient programmer: model 8835, serial# (B)(4), implanted:na, explanted:na. Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2007. (B)(4). Final analysis of the pump revealed low battery reset from undetermined cause.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).